Event description:
It was reported that this electrode was explanted due to delivering inappropriate shocks and appropriate shocks for ventricular tachycardia. The patient was symptomatic and no additional adverse patient effects were reported. The patient was implanted with a transvenous implantable cardioverter defibrillator (ICD). The location of this device and electrode is not known as it was explanted in 2022 and has not returned for analysis.

Event description:
It was reported that this electrode was explanted due to delivering inappropriate shocks and appropriate shocks for ventricular tachycardia. The patient was symptomatic and no additional adverse patient effects were reported. The patient was implanted with a transvenous implantable cardioverter defibrillator (ICD). The location of this device and electrode is not known as it was explanted in 2022 and has not returned for analysis.

Manufacturer narrative:
This report is being submitted to correct the alert date.